Manufacturer narrative:
(B)(4). Evaluation statement: the complaint device is not being returned, it was discarded and therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported during an acl procedure that the customer's biointrafix 7x30 tapered screw broke about 2/3 of the way while being inserted. The surgeon removed the sheath and screw and used another like device to complete the procedure. The sales rep was not present, but stated the tensioner was used prior to insertion, but could not verify if the antirotation tab was at the 3 or 9 o'clock position. Also he could not verify the cortical or cancellous bone type. This extended the procedure about 5 minutes. Please see also medwatch report 1221934-2018-52307.